Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance of greater than 125 ohms. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system. Data analysis revealed a code 1005 indicating an open circuit condition. In-clinic evaluation of the pulse generator and lead system integrity was recommended. At this time, this rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance of greater than 125 ohms. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system. Data analysis revealed a code 1005 indicating an open circuit condition. In-clinic evaluation of the pulse generator and lead system integrity was recommended. At this time, this rv lead remains in service. Additional information received indicates the patient refused any surgical intervention. The physician continues to monitor the patient via latitude. A delivered shock impedance episode was greater than 125 ohms; subsequently, ts provided recommendations for lead integrity testing and possible x-ray imaging. This system remains in service.